Event description:
Philips received a complaint on the heartstart mrx device indicating that the self-test failed. There was no patient involvement.

Manufacturer narrative:
Based on the information provided, the device encountered an error during the power-on self-test. The customer was instructed to reconnect the electrode plate, but the wiring fault persists. The electrode plate and its associated wiring were inspected on-site. The customer was suggested to replace the electrode plate. But customer did not order the electrode plate from philips. No further evaluation is warranted at this time.